Event description:
During the revision surgery to impact the interbody device to replace the old one at l4-l5, the right l5 screw (the screw was implanted at previous surgery) loosening was suspected, so the screw was replaced to a larger size too.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified; therefore, the MFR cannot determine the suspect device. The lots that were used are lot # h09e6552, h09l6927, and w08e2912. This part is not approved for use in the united states; however, a like device catalog # 75445545, 510k # k042025 was cleared in the united states. The manufacture date for lot h09e6552 is (B)(4) 2009; the manufacture date for lot h09l6927 is (B)(4) 2009; the manufacture date for lot and w08e2912 is (B)(4) 2008. Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specs.